Event description:
It was reported that the holter monitor showed instances of no pacing and low heart rate. The heart rate histogram had rates up to 300 bpm. There were no stored egms showing oversensing. Myopotential testing did not show oversensing, arm movements didn't show noise and no t-wave oversensing was present. The device was reprogrammed and the patient is monitored normally.

Manufacturer narrative:
(B)(4).